Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse confirmed the 311 errors in the logs indicating the software had converted to a non-clinical version. The fse reprogrammed the system to resolve the issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. The probable root cause is due to the software converting to a non-clinical (golden image) after a power loss event. This issue can be resolved by having the fse reprogram the system.

Event description:
It was reported that prior to start a da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) to report that the system is experiencing a non-recoverable fault following a loss of power. The customer tried rebooting the system twice with no change. Tse had the customer perform a hard reboot with no change. Tse recommended customer boot up the components in standalone mode to assist in determining the cause of the issue. The csr called back and stated that they tried power cycling in standalone and error 311 is only being displayed on the vision tower at this time. The procedure was aborted with no patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter was present at the time of the issue and confirmed that the issue happened prior to start of the procedure and there was no patient involvement.